Event description:
It was reported that the user stated the pw is not suctioning, we did the shake test, and the ball is loose, did the water test and it passed. The lot/serial number was not provided. There are no reports of impact/injury to the patient. Male wicks

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.